Event description:
On 12/15/06, nellcor puritan bennett received a report of a cuff leak on a hi-lo endotracheal tube. The caller stated that 6 hours after the patient was intubated, a cuff leak was detected. Caller stated patient was re-intubated. Caller stated that cuff was pre-tested.

Manufacturer narrative:
Investigation of this complaint is currently in progress.